Event description:
Patient on full ventilator support. When the respiratory therapist (rt) was in the patient's room during rounding, rt heard the patient's ventilator functioning. The rt began to document numbers; the vent screen went blank and the vent was not alarming. Rt observed that the vent was not triggering breaths and the patient was not breathing. The rt immediately intervened by disconnecting the vent and the patient was bagged while another rt brought in a new vent. The vent never did alarm. The patient never dropped sp02 and was never in harm because the rt was in the room at the time the vent malfunctioned. The vent was removed from service and brought to the biomedical engineering department. The ventilator was sent to the manufacturer for inspection.